Event description:
It was noted that during subsequent cardiac output measurements, the valvue displayed had the potential to be as much as twice the initial measurment or expected value, due to the subsequent measurement (s) being initiated too soon following the initial measurement.